Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) exhibited an unspecified over-sensing anomaly. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated that the pacemaker (pm) was over-sensing noise due to electromagnetic interference (emi).